Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered implant 5 x 10mm (nt510) was returned for investigation with an unknown removal tool attached. Visual inspection of the as returned product identified wear from use about the implant body. The product matched print specifications where measured against production drawing. Patient is stated to be a smoker. The reported product was located on tooth # 19 and used for approximately 6 days. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to patient felting pain in the implant site. The reported event could not be verified with the information provided, and following physical inspection of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the patient had pain. The implant was extracted.